Event description:
It was reported that the right atrial (ra) lead exhibited under sensing. Boston scientific technical services (ts) discussed cross chamber blanking was already at smart. This lead remains in service. No adverse patient effects were reported.